Event description:
Nurse was doing shift check on defibrillator. The machine was hooked up to the patient. The nurse conducting the test asked patient nurse if she could test the equipment. She was told to go ahead. The nurse checking the equipment did not see the alert that came up saying "verify test load is on" and she could not see that the patient was connected and ready for pacing should it be required. She pushed the button and the patient felt a sensation. There was no adverse outcome to the patient.